Manufacturer narrative:
On (B)(6) 2019, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor received additional information about the event. The patient¿s race is white and her ethnicity is not hispanic/latino the suspect medical device is a mentor cpx 4 breast tissue expander with suture tabs 650cc device, catalog #3549215, lot #6908621, serial # (B)(4), UDI # (B)(4). The concomitant product is a mentor cpx 4 breast tissue expander with suture tabs 650cc device, catalog #3549215, serial # (B)(4). On (B)(6) 2019, the device history record (DHR) for lot number 6908621 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with an unspecified mentor tissue expander device that deflated after implantation. Deflation of the right breast tissue expander was confirmed by a physician. As a result, the patient underwent bilateral explantation and replacement with mentor memoryshape breast implant 685cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 02/13/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White and brown material was observed within the device. Purple material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 3.5 cm located on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).